Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the device will not power up, and this was found to be due to a component burn.

Event description:
It was reported by the patient that the carelink monitor is not receiving power. A new electrical cord was sent, but the new electrical cord did not resolve the issue. It was also noted the monitor was struck by lightning in a storm. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.